Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use, the a vaccine leaked out of the bottom of the 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle. No serious injury or medical intervention noted.

Manufacturer narrative:
One loose 3ml integra assembled syringe was received by bd canaan and reported to be from batch # 7053948 (p/n 305269). The stopper on the plunger rod was closely evaluated. A hole was found in the surface of the stopper. DHR review for batch 7053948 (p/n 305269): manufacturing dates: 02/28/2017 to 03/06/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053948 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause for leakage past stopper: an injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in some of the samples received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit. (B)(4) was opened to address the product defect and failure mode identified.